Event description:
It was reported that the patient presented remotely via (B)(6).net. A non-sustained right ventricular over-sensing (nsrvo) alert was noted on the implantable cardioverter defibrillator (ICD) due to post-paced t-wave over-sensing (pptwos). The patient was asymptomatic. Further information was requested but not received.

Event description:
Additional information indicated that the implantable cardioverter defibrillator (ICD) was reprogrammed and the patient was in stable condition.